Event description:
Patient having a percutaneous transluminal coronary angioplasty (pcta)/stenting procedure done. Medtronic cougar wire used during the placement of stents in the right coronary artery. When the cougar wire was being removed it was noted that the hydrophilic coating of the wire remained in the right coronoary artery vessel. Several attempts were made to remove the fragments that remained. It was eventually determined that it was best to leave the wire fragment in place rather than continuing to try and remove it.